Event description:
The reporter indicated a cc4204a collamer aspheric single piece lens was torn. The reporter was unable to provide any additional information. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (B)(4): device evaluated by manufacturer? No - lens was not returned. Evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4): lens not returned.